Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery sheath. The devices were prepared per instructions for use (IFU). The cable connection was checked once during preparation. During implant it was noted that the occluder could not be released from the delivery cable. The delivery cable was at an extreme angle in relation to the disc due to the left atrial appendage (laa) orientation and orientation of the transseptal puncture. Several attempts were made to release the occluder from the delivery cable but were unsuccessful. The decision was made to re-capture the occluder. While the occluder was in the delivery sheath, the occluder prematurely unscrewed from the cable at the proximal side of the sheath. In order to fully re-capture the occluder and ensure it did not move, as well as maintain transseptal puncture, the delivery sheath was cut on the proximal side completely outside of the patient. The occluder and delivery sheath were removed from the patient and replaced with a new 25mm amplatzer amulet left atrial appendage occluder and 12f amulet delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of separation problem of device from delivery cable and premature separation of device during procedure was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported separation problem could not be conclusively determined. Reported premature separation might have been caused due to procedure(multiple attempts were made to release the occluder). However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery sheath. The devices were prepared per instructions for use (IFU). The cable connection was checked once during preparation. During implant it was noted that the occluder could not be released from the delivery cable. The delivery cable was at an extreme angle in relation to the disc due to the left atrial appendage (laa) orientation and orientation of the transseptal puncture. Several attempts were made to release the occluder from the delivery cable but were unsuccessful. The decision was made to re-capture the occluder. While the occluder was in the delivery sheath, the occluder prematurely unscrewed from the cable at the proximal side of the sheath. In order to fully re-capture the occluder and ensure it did not move, as well as maintain transseptal puncture, the delivery sheath was cut on the proximal side completely outside of the patient. The occluder and delivery sheath were removed from the patient and replaced with a new 25mm amplatzer amulet left atrial appendage occluder and 12f amulet delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.